Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The evaluation was unable to determine the cause. The upper and loser auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.